Event description:
Additional information was received from the rep. They affirm that the cause of the impedance is still unknown but mention that x-ray showed it may be an extension problem. Patient is scheduled for an extension replacement surgery on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: b3300542m, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID: b3400060, serial# (B)(6), implanted: (B)(6) 2025, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported on (B)(6) 2025 that the implant was unable to deliver intended stimulation due to high impedances with all left brain electrodes. Rep was unable to program around the impedances. A second report on the (B)(6) 2025 was submitted by the same rep with information from the hcp stating that patient reported loss of therapy on right body. Device checked on (B)(6) 2025, and device was unable to de liver intended stimulation due to out of normal range impedances on all electrodes on left lead. An x-ray was conducted with inconclusive results. No are no suspected external factors at this time and issue remains unresolved at time of this report.